Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12708. The pt reported having stimulation coverage but it is not providing adequate pain relief. The pt also reports a new pain under the ipg pocket site whether stimulation is on or off. Reportedly the pt has lost weight making the ipg more superficial.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.